Event description:
Caller reported experiencing a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, effectively resolving the issue, allowing the caller to successfully start their sensor session without further errors.